Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: d3.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) ECG waveform was not good. No harm reported.

Manufacturer narrative:
Updated fields: b4, e1, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. After communicating with the customer, they informed that it was a problem with the ECG cable and advised the customer to replace it with a new one. The customer reported that the heart cable replacement was successful, but nurse feng did not visit the site and did not submit a service report. The customer assessed that the waveform improved after replacing the telecommunications equipment. No on-site equipment repair was conducted. No spare parts were replaced.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code , type of investigation ), e1 ( initial reporter ). Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( event site address , event site city ).